Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implant and explant dates: explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not found six similar reports with the involved product code/lot# combination.

Event description:
The user facility reported blood leaked from the puncture hole. The following information was provided by the user: after the insertion sheath was positioned, and when the device was inserted into the insertion sheath, blood leaked from the puncture site. The device was removed successfully. Manual compression was applied to successfully achieve hemostasis. It was later found that the physician used a 9fr procedural sheath for this 8fr angio-seal device instead of 7 or 8fr procedural sheath. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The estimated blood loss was less than 250cc. There was no health damage to the patient.